Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower door 4 failed to open and required maintenance. The customer tried to reboot and recover, but the issue persisted. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access/issue the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower door 4 failed while in hardware testing application mode. A field service engineer (fse) replaced the latch for tower door 4; however, the door continued to fail in hardware testing application mode. The fse then replaced the tower controller board. After replacement, tower door 4 responded properly in the hardware testing application. Final testing was performed, and tower door 4 was successfully recovered and inventoried. The system functioned as intended after the field service engineer repaired the device.